Event description:
Add'l info rec'd from MFR 4/05/05: based on the info provided to MFR, MFR was unable to determine the cause for the dissection, since the product involved in this incident was not returned for analysis. Review of the device history record was not possible because the lot number was unavailable. The angio-seal device instruction for use (IFU) state if repuncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.

Event description:
Pt had angioseal device in right femoral artery one month earlier. Needed repeat catheterization procedure emergently. Md unable to access artery on the left side. Entered the right femoral artery approx adjacent to the site of previous angioseal, and described the artery as 'harder than normal', but was able to thread a wire without difficulty. Catheterization procedure continued. At the conclusion of the case an antegrade dissection was noted in the artery, originating at the top portion of the previous angioseal. No immediate vascular compromise noted. Vascular consult took pt to or for repair of dissection as the area was overlying a joint space and was therefore not appropriate for a stent.